Event description:
An (B)(6) male pt called zoll customer support to report that his battery was displaying battery faults when placed on the charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery faults) is being investigated. As rec'd, the battery was not functional in the charger or a monitor and would not communicate. A root cause investigation is currently underway. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.